Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to switch blades and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to switch blades and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to switch blades and the procedure was completed successfully.

Manufacturer narrative:
Lot number updated from unknown to 14281027.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to switch blades and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.